Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). It was noted the patient has chronically high left ventricular (lv) lead threshold and output. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.